Event description:
Bard gynecare sling placed for urinary incontinence. Hematoma and bleeding right after surgery as well as pain. Neuropathy developed of the pundal nerve, constant pain. Mesh then twisted and causing much pain and again incontinence. Mesh removed (B)(6) 2010 but small piece left in. Have had loss of strength and stamina, pain, autoimmune symptoms, crp has been up since sling placed, having neurological changes, loss of strength to lower extremities, now vitamin deficiency, heat intolerance, noise intolerance, mental fog, apraxia, muscle rigidity, extreme fatigue. Have been seen by cardiologist, neurologist, endocrinologist, gastroenterologist, dermatologist, orthopedic surgeon, homeopathic and general surgery, etc. All say have "something going on but cannot diagnose what it is." This all started with the placement of the sling. I am getting weaker and the pain and mental decline is increasing.